Manufacturer narrative:
We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During pediatric bronchoscopy procedure, when inserting the bronchoscope through the nasal cavity, the operator failed to insert it into the trachea of the child, and inserted it into the oral cavity mistakenly, the child closed the mouth instinctively , the user withdrew the scope and found that the distal end was out of shape. No harm was caused to the patient. This event occurred at the time of during use.